Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and patient experienced a cardiac tamponade treated with a pericardiocentesis. During the procedure, a pericardial effusion was noticed. After going transseptal, the physician ¿panned¿ around using the intracardiac echocardiography (ice) catheter and noticed the fluid developing in the pericardial space. The medical intervention provided was a pericardiocentesis. The ablation catheter was in the body at the time but no ablation had yet to be completed. The procedure was canceled and the patient was sent upstairs. The patient was reported to be in stable condition and recovering in post anesthesia care unit. No related error¿s noted. The event occurred during the transseptal phase. Physician¿s opinion on the cause was his transseptal stick was too low, the normal tactile was not felt upon advancing into the left atrium. In addition, it was also reported that the soundstar catheter was not recognized by the s70 ultrasound machine when it was connected to the patient interface unit (piu). They had no image on the carto 3 system and the s70 ultrasound machine. When the reprocessed catheter was replaced with a brand-new catheter, the issue persisted. They replaced the ultrasound machine with no resolution. They replaced the soundstar catheter with an acunav catheter to continue. The recognition issue and imaging issues were assessed as non MDR reportable. The adverse event was assessed as MDR reportable.